Event description:
It was reported that the pt underwent a cervical procedure to implant a cervical interbody device. A second anterior cervical discectomy procedure was performed due to pseudoarthrosis. It was noticed at the second procedure that the locking wire on the implant was broken. The implant was removed and the procedure was completed without any complications.

Manufacturer narrative:
(B)(4). Device was not returned to the MFR for eval. We are unable to determine the cause of the event.